Event description:
Boston scientific received information that the patient implanted with this device system reported that two episodes occurred while she was in the kitchen, near the refrigerator. The patient reported passing out and falling. The patient was seen in the emergency room following the most recent episode, due to a bad caut. The device was not checked at that time and has not been checked since then. The patient's husband inquired if the refrigerator magnets could cause the device to shut off. Patient services discussed electromagnetic interference (emi) and advised to speak with her cardiologist for a device check. Additional information was sought from the local area sales representative, and it was reported that this device had not been interrogated in the past month. Additionally, the root cause of the syncope was not determined. It was also noted that there were no adverse patient effects observed.

Manufacturer narrative:
All available information indicates that the product remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.